Manufacturer narrative:
Device iteration is afx2. Please remove from your complaint system as there was no device failure this is no longer considered a complaint. Corrections: b5: describe event or problem has been updated. G4: date received by manufacturer has been updated. H6: patient code: remove code 1924. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal aortic extension, and a limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial implant, the patient presented routinely with an endoleak (indeterminate origin), and an aneurysm enlargement. The physician elected to reline the patient with an afx vela suprarenal, afx2 bifurcated stent graft, and an ovation ix extender. Post angiogram showed that the sac was sealed and no signs of any leaks. It was reported that the patient is doing well. Additional information: the indeterminate endoleak was found to be a type 2 endoleak from the internal mesenteric artery. There was also distal bifurcated stent graft billowing identified. Type 2 endoleaks are anatomy related events and are not caused or contributed by the device. Billowing is expected of the stent graft and is not a defect. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. This event is no longer a reportable event. Please remove from your complaint system.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal aortic extension, and a limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial implant, the patient presented routinely with an endoleak (indeterminate origin), and an aneurysm enlargement. The physician elected to reline the patient with an afx vela suprarenal, afx2 bifurcated stent graft, and an ovation ix extender. Post angiogram showed that the sac was sealed and no signs of any leaks. I t was reported that the patient is doing well.